Manufacturer narrative:
Continuation of d10: product ID: afr-00005,7 product type: hexagen irrigation pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, after 14 ablations there was a pump communication error. The pump was rebooted which resolved the issue. The catheter was removed during the pump reboot, and tissue was observed on the lattice. The tissue was removed and the catheter was reintroduced. Ablations continued, and during mapping of the right atrium, a catheter temperature sensor fault message was received indicating globe sensor p4 was damaged. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and two images were returned and analyzed. Multiple error messages were received. 2026-02-24 13:31:06 ciu warning magnetic tracking initializing' 2026-02-24 13:31:14 warning location reference not calibrated' 2026-02-24 13:31:17 critical no location patches detected' the returned images showed tissue in the tip of the sphere catheter. In conclusion, the reported tissue in tip could be confirmed through photo analysis. The physical product has not yet been analyzed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter was returned and analyzed. No anomalies were identified during external visual inspection of the catheter. During external visual inspection of the sphere segment, no anomalies were identified. The sphere was intact with no apparent issues. No material in tip was observed. Data from the catheter identification chip confirmed that the device was used. The chip was re-programmed for functional testing. The returned catheter passed the mapping and ablation test with the mapping system (test/lab), no errors were triggered. No performance issues were identified with the returned catheter. Leak testing was performed to check for any leaks on the irrigation line. The pressure decay was 0.027 psig, the returned catheter passed the test. Occlusion testing was performed to check for any blocks in the irrigation line. The pressure drop was 24 psig , the returned catheter passed the test. Additional testing was performed where the catheter was connected to the irrigation pump and purged. Water could be seen dripping out of the nozzle, this was performed to confirm the irrigation line is not blocked. In conclusion, no material was found in the tip. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that there was a 2mm, red material adhered to the tip of the lattice.